Event description:
It was reported that a patient underwent a chemoport insertion procedure on (B)(6) 2026 and suture was used. During a chemoport insertion procedure, the needle of a monocryl¿ suture snapped while passing through. The team reported the break occurred at the tip of the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - did the needle piece fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? - what is the procedure name? - if not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? -please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The information I received from the hospital staff was that the tip of the needle broke off and couldn¿t be spotted. I wasn¿t informed of any thing else. The procedure was of chemo port insertion. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/11/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d1, d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product received for analysis. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as pc-(B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on (B)(6) 2026. The component was identified as product code nw1205. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the body near the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of pc-(B)(4)revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.